Manufacturer narrative:
Evaluations of electrode belt sn (B)(4) and monitor sn (B)(4) are currently underway at zoll manufacturing corporation. Based on the device download data, there is no indication at this time of any device malfunction causing or contributing to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. A review of the event determined that the patient lost consciousness and was treated two times while walking up the stairs. The patient received two inappropriate shocks from 10:15:43 to 10:16:34 on (B)(6) 2016. The rhythm at the time of each shock was asystole, which is a non-treatable rhythm. The cause of the false detection was CPR artifact. The response buttons were not pressed during the event. The patient's wife was present during the event. Emergency medical services were called and paramedics initiated resuscitation. The electrode belt was disconnected at 10:18:03, and the patient subsequently passed away.